Event description:
It was reported that during a percutaneous coronary intervention (pci) the stent moved on balloon and stent damage occurred. The physician was treating an ostial lesion with restenosis and a distal occlusion in an unspecified vessel. The physician advanced a 2.50x16mm promus element stent. Extreme force was required to try to cross the lesion. The undeployed stent moved on the delivery balloon. Upon withdrawal of the stent system, the stent was still mounted on the balloon but appeared disrupted. There was no resistance felt in removing the stent. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient¿s current condition is stable.

Event description:
It was reported that during a percutaneous coronary intervention (pci) the stent moved on balloon and stent damage occurred. The physician was treating an ostial lesion with restenosis and a distal occlusion in an unspecified vessel. The physician advanced a 2.50x16mm promus element stent. Extreme force was required to try to cross the lesion. The undeployed stent moved on the delivery balloon. Upon withdrawal of the stent system, the stent was still mounted on the balloon but appeared disrupted. There was no resistance felt in removing the stent. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Upn search corrected from h7493911316250 - f/g, promus element, mr, ous 2.50x16mm - 39113-1625 to h7493911332220 - f/g,promus element,mr,ous 2.25x32mm - 39113-32220. Upn corrected from upn: h7493911316250 to upn h7493911332220 to h7493911332220. Device lot number corrected from lot 14988366 to lot:15169613. Catalog/model corrected from 39113-1625 to 39113-3222. Device expiration date corrected from 06/18/2013 to 09/08/2013. Device manufactured date corrected from 02/02/2012 to 05/04/2012. Device evaluated by manufacturer: a visual and microscopic examination of the returned complaint device revealed that the stent dislodged from the balloon. The stent was returned and it was noted that it severely damaged along its length. One end of the stent was slightly stretched. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon of the device was visually and microscopically examined and no issues were noted with its profile. The balloon was tightly wrapped and was not subjected to positive pressure. There was no damage noted to the tip of the device. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. - the most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).